Event description:
Procedure performed: oophorectomy. Event description: on wednesday, (B)(6) 2025, during surgery on patient [name], performed by dr. [Name], a structural defect was detected in one of the 12 mm trocars in the kit. One of the tips broke after the surgery began, remaining dangling for approximately 30 minutes before finally falling into the patient's abdominal cavity. Additional information obtained from distributor on 30jul2025: the bend/break did not cause particulation. It was identified during use; it was inside the patient's cavity when a part detached. The trocar was inserted by turning. There was not difficulty during insertion. The trocar was not used with a robot. The obturator was not inserted in the cannula at the time of the incident. Additional information obtained from distributor on 30jul2025: they did remove the piece that had fallen into the abdomen. Intervention: they used another trocar of the same brand. Patient status: patient is in normal condition.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of a fractured cannula tip. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. A historical trend analysis and review of production records were performed, and no relevant documentations were identified.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: oophorectomy. Event description: on wednesday, (B)(6) 2025, during surgery on patient [name], performed by dr. [Name], a structural defect was detected in one of the 12 mm trocars in the kit. One of the tips broke after the surgery began, remaining dangling for approximately 30 minutes before finally falling into the patient's abdominal cavity. Additional information obtained from distributor on 30jul2025: the bend/break did not cause particulation. It was identified during use; it was inside the patient's cavity when a part detached. The trocar was inserted by turning. There was not difficulty during insertion. The trocar was not used with a robot. The obturator was not inserted in the cannula at the time of the incident. Additional information obtained from distributor on 30jul2025: they did remove the piece that had fallen into the abdomen. Intervention: they used another trocar of the same brand. Patient status: patient is in normal condition.